Event description:
It was reported that: while the device was ventilating a pt, the display went blank and the device shut down and stopped ventilating, then powered back on. The device then powered back off and on several times. The pt was transferred to another device. No pt injury.